Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of no problem detected was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device check that this cardiac resynchronization therapy pacemaker (crt-p) device had eroded from the pocket and was exposed. The patient was referred to a different physician for a device system extraction. There are no out of range measurements, and the device is functioning normally.

Manufacturer narrative:
This device has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device check that this cardiac resynchronization therapy pacemaker (crt-p) device had eroded from the pocket and was exposed. The patient was referred to a different physician for a device system extraction. There are no out of range measurements, and the device is functioning normally. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. The device was discarded at the facility, and will not be returned. A new non-boston scientific device was implanted. Besides surgical intervention, no adverse patient effects were reported.